Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 6 years, since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty patient board set could not be identified. However, it¿s likely, the cause is related to a change in the design of the operational amplifier circuit on the dr board (printed circuit board), before countermeasures were taken or a poor connection with the video connector. It was confirmed, that the design change of the dr board was conducted on april 16, 2018. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii video system center flashes an image, then goes blank when connecting the scope with a paddle. There were no images with the 180 scopes. This occurred during preparation for use. No other devices were connected to the subject device when the alleged failure occurred. The procedure was completed successfully with another evis exera iii video system center. There was no report of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed due to a faulty patient board set. In addition, technician also found a worn out video connector latch causing a poor connection with the pigtails, a damaged serial digital interface (sdi1) connector on the printed circuit board causing no sdi1 signal, and a damaged programmable input processor connector. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.